Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Additionally, it was reported that the pump fell, and the touch screen became shattered and unresponsive. Customer's blood glucose level was 165 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.